Event description:
It was reported that the infusion rate changed automatically on the pump while it was infusing. The pump was infusing dopamine when the rate changed from 8.6 ml/hour to 121 ml/hour. There was no patient harm reported. Although requested, further information not provided.

Manufacturer narrative:
The customer report that the infusion rate changed automatically was not confirmed in the logs. The log identified user interaction with the infusion and found that the rate change was the result of a dose change which adjust the rate to 121ml/hr. Pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected were manufactured by bd. ¿the pump module error log showed no errors or malfunctions on the reported incident date. ¿the review of the pcu event log found the initial programming of the medication dopamine (drug ID 129) had an infusion rate of 8.6ml/hr. The rate was changed to 121ml/hr, when the device was selected on 08nov2020 at 3:07 pm, and the user changed the dose to 35mcg/kg/min. ¿the device was selected on 08nov2020 at 3:08 pm, the dose was changed to 2.5mcg/kg/min which changed the rate back to 8.6ml/hr. ¿infusion testing performed on the source pump module found the device infusing in specification. Root cause: the root cause of the customer¿s complaint that the infusion rate changed automatically on the pump while it was infusing was the result of user programming. A review of the device history record showed the source lvp had a manufacture date of 12aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that the infusion rate changed automatically on the pump while it was infusing. The pump was infusing dopamine when the rate changed from 8.6 ml/hour to 121 ml/hour. There was no patient harm reported. Although requested, further information not provided.